Event description:
Patient reported that he underwent total knee arthroplasty on (B)(6), 2002 at another facility. Subsequently, his knee gave out and he was revised on (B)(6), 2008 to remove and replace the locking bar. Patient further reported that he fell and developed an infection. Another revision procedure was performed on (B)(6), 2008 to remove and replace all knee components with cement spacer molds.

Event description:
Patient underwent a knee revision procedure on (B)(6) 2008 to remove and replace locking bar. Subsequently, patient reported that he fell and developed an infection. A revision procedure was performed on (B)(6) 2008 to remove and replace all knee components with cement spacer molds.

Manufacturer narrative:
Review of sterilization certification confirms devices were sterilized in accordance with iso (B)(4). This report filed (B)(4), 2011.

Manufacturer narrative:
The user facility was notified of the event on (B)(6) 2010. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: early or late postoperative infection, and allergic reaction. This report filed (B)(6) 2010.